Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Event description:
Caller indicated the assure platinum meter was reading high. A nurse checked a patient about 4:30 or 5:00 and got hi result which she felt was too high and contacted the physician. The physician advised for her to give 12 units of insulin and re-check after 90 minutes and call him back if over 400. The patient had a meal (unsure of what the meal was) and then the nurse rechecked at the 90 minute mark and her the result was 375. The patient is back to her normal state. Unknown if controls are used. Replaced product.